Manufacturer narrative:
The return of the product was requested. If the product is returned, analysis will be performed and this event would be updated upon analysis completion.

Event description:
Boston scientific received information that this right ventricular (rv) lead had lost a slack and had exhibited high pacing thresholds. Hence, this rv lead was explanted. Attempts to obtain additional information were unsuccessful. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, allegation against the lead was not confirmed. Upon visual observation, cuts were noted in the insulation and in the suture sleeve. Also, blood or body fluid was noted in the lumen, helix housing and past the neck region. Helix was also retracted. Further, the lead passed electrical testing.